Event description:
It was reported that pump screen was dark and would not turn on. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to ensure pump was unplugged, remove pump from case, and firmly press center of button while supporting bottom of pump, after which display turned on and customer acknowledged button was functioning as intended.